Manufacturer narrative:
Date of report: 23jan2019. Date rec'd by MFR: 17jan2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. It was advised that the customer replace the data acquisition board and discussed the installation process. The customer replaced the data acquisition board and the issue was resolved. The device passed all testing.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 31dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit failed pressure accuracy testing. There was no patient involvement. The event date was not specified; estimate used.